Event description:
It was reported that a merlin.net transmission showed the device in backup vvi mode. The patient was asymptomatic. A device code downloaded was performed successfully to resolve the issue. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.